Manufacturer narrative:
Investigation: the investigation was carried out visually and microscopically with the digital microscope. We made a visual inspection of the instrument. Here we found no broken off area or a broken off part. Furthermore we made an optical inspection of the archived photo of the suspected broken off fragment. We cannot determine the purple broken off fragment. Additionally the instrument was inspected by the quality assurance of the production department. No cracks, breakouts or other abnormalities present. The purple particle probably came from the customer. Batch history review: pm450r/pm973r: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: we cannot determine the described error. Rationale: we cannot determine the described error. Furthermore we cannot determined the purple broken off fragment. There is the possibility that this purple fragment belongs to another device, instrument or packaging. According to the investigation report of the quality assurance of the production department: "specification check according to test plan: check jaw area completely for cracks in the ceramic and surface damage. Check for stains, dirt, pores, cracks or other impurities. Current state: no cracks, chippings or other abnormalities present. The purple particle probably came from the customer. On the production side, no defect can be detected." No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the device intraoperatively. While using the maryland dissector, the tip of the product broke and fell. It was noted to be the first use of the dissector. There was no patient harm, and the piece was removed easily during the procedure. Additional information was not provided. Associated medwatches: 9610612-2019-00341, 9610612-2019-00342, 9610612-2019-00343 (this report - insulated outer tube).